Manufacturer narrative:
The device was returned for analysis. Visual inspection found that the ring 1 distal seal was damaged, but there was no evidence of fluid ingress. Dried body fluid was found on the handle, main body tubing and distal end. Dried saline was found on the distal end and inside the irrigation ports. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. X-ray found two sections of collapsed coil inside the main shaft approximately 21cm from the end of the distal tip. One of the collapsed sections contained twisted steering wires/center support. The main body tubing surrounding the collapsed guide coils was dissected to inspect the sensor wires. The collapsed guide coil had several bare metal coils that corresponded with abrasion exposing bare copper on both sensor wires. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 10apr2019. (B)(4) study. It was reported that it was difficult to move the catheter and then a catheter error message occurred. During an ablation procedure for atrial fibrillation (af) with an intellanav mifi open-irrigated ablation catheter, it was difficult to move the catheter during cavotricuspid isthmus (cti) ablation and the radiofrequency (rf) was interrupted by the rf generator with a message of catheter error. No serious injury/adverse patient effects occurred. However, returned device analysis revealed ring 1 distal seal was damaged.